Manufacturer narrative:
The lancet device was returned. No lancets were returned. The customer's allegation was not reproduced during the investigation. The customer's lancet device was tested with test lancets (lot t33c9) at all different depth settings. For each attempt, the needle produced a puncture hole, retracted and was ejected from the device correctly. The lancet device was disassembled for investigation and no abnormalities were identified which would verify the customer's allegation. The device operates according to specification.

Manufacturer narrative:
(B)(4).

Event description:
While helping the customer's caregiver troubleshoot error codes on the customer's coaguchek xs meter, the caregiver alleged that a properly seated lancet protruded from the end cap of the accu-chek softclix lancet device. The end cap was affixed to the end of the device properly. No adverse event occurred. The softclix lancets lot number was 10516402 with an expiration date of 08/31/2020. The lancet device was requested for investigation.